Event description:
While wearing the external equipment, the pt reportedly had no sound preception. The pt was seen by a company representative for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device is to be scheduled.